Event description:
The manufacturer received information in relation to a ds2adv auto CPAP device. The patient has alleged particles in her mask once starting therapy. Medical intervention was not specified. No serious patient harm or injury reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
Appropriate code updated/corrected.